Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a physician, that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) "after the rhythm broke." After review, it was determined that device function was normal and therapy was delivered per device programming. The device remains in use. No further patient complications have been reported as a result of this event.